Event description:
It is reported that the patient faced adhesive issues on (B)(6) 2026. The patient stated that infusion set fell off after one day of usage which leads to high blood glucose levels and treated with correction bolus via pump.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.